Event description:
It was reported that flow stopped after a period of time of patient use in a low volume infusor. A patient was involved, but there is no report of patient/user injury or medical intervention was needed in association with this event. No additional information is available.

Manufacturer narrative:
(B)(4). The sample was received for evaluation. No defects were observed during visual inspection. Functional testing revealed that fluid was visually observed coming out at the distal luer. Flow continued without stopping. The unit was working within specification. The reported problem was not confirmed. A review of all batch record documents was performed with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. Should additional relevant information become available, a supplemental report will be submitted.